Event description:
The customer reported the venitlator was alarming was alarming safety valve open (svo) while use on a patient. The customer reported there was no patient harm. The respironics service technician reported he was unable to duplicate the customer reported event. The service technician performed extended self testing (est) which failed due to the heated filter back pressure being out of range. The specification is 5- 15cmh2o. The service technician reported the backpressure measured 48.57cmh2o pressure. Indicating a gross occlusion. A detected occlusion will cause the ventilator to alarm and open the saftey valve until the occlusion is resolved. The service technician replaced the reusable expiratory filter to correct the problem. Est was repeated and passed to operating specifications. User maintenance contributed to this event due to an occluded filter. Filter replacement must be performed at manufacturer recommended intervals.